Manufacturer narrative:
A customer contacted resmed to request assistance regarding an astral device with a frozen screen. A resmed astral support representative provided instructions to perform a hard reboot of the device which resolved the customer issue. The device was not returned to resmed for evaluation. Based on the information available and previous investigations of similar complaints, it was determined that the device event was most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device touch screen was unresponsive. There was no patient injury reported as a result of this incident.